Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant site gets very hot when recharging. Issue started several weeks ago, no fall or trauma reported. Rep said the site was always warm before but now it gets very hot. Patient put barriers in between recharger and skin to prevent feeling heat. Rep said the skin, stimulator and paddle gets hot and it starts to get hot after 5 minutes into the recharge session. Technical services(ts) suggested lowering the recharge speed to see if that helps. Ts also told rep that we could try to replace the recharger to see if that makes a difference. Rep said there was no noticeable damage to the recharger and patient has the newer recharger with the added layer of plastic to protect the wire from breaking near the recharger paddle. Ts told rep to see if putting pressure on the site could potentially cause the same sensation. Ts also suggested testing impedance with some pressure on the battery/stimulator to see if that could elicit hot sensation at the pocket site. If none of the above is the solution, then perhaps look for medical reason for sensitivity are pocket site. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Rep reported the actions/interventions taken were that patient slowed down the recharging speed. Also the managing physician saw the patient and thinks the hot feeling could be from patient losing weight and discussed possibly doing pocket revision but will be done down the road, not immediately. There are things in place the patient will try to resolve and the patient and physician have a plan in the future for pocket revision. Patient's weight was unknown.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.